Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The consumer reported that the patient passed out at their healthcare provider's (hcp) office and had to go to the hospital. The consumer reported that this occurred sometime in 2016. No device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.